Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving fentanyl at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient experienced episodes of overdose immediately following their last two refills. The symptoms they experienced included blurry vision, dizziness, and nausea. The refills were done under ultrasound and it was noted that the last refill was done under x-ray. Under x-ray, the refill needle appeared to be in the septum and reservoir but there was concern that drug was somehow leaking from the reservoir. The patient was monitored and the pump was eventually replaced on (B)(6) 2019. It was noted that the managing physician typically replaces pumps at 5 years. The pump was to be returned for analysis. The rep was unaware of any environmental/external/patient factors that might have led or contributed to the issue. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
The pump was returned and dispense accuracy testing confirmed the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. If information is provided in the future, a supplemental report will be issued.